Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, the reported issue was not able to be verified. Service repaired the pump for other issues found during investigation. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was inoperative and would not program. No adverse effects were reported.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump powered off randomly. Fault occurred during normal pm. No patient involved.

Manufacturer narrative:
B5 anf h6 were updated to reflect no patient involvement.